Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing amount was intermittently incorrect. Reportedly, the fill tubing amount would intermittently be displayed approximately 30 units over the typical amount required to fill, although no drops were observed. As the issue occurred in the past, troubleshooting was unable to be performed. Customer resolved the issue by loosening and retightening the luer connection. Reportedly, customer was able to complete the load sequence and resumed insulin therapy. The customer was unable to recall if the luer connection was straight and tight prior to the issue. Customer's blood glucose was not impacted.